Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation . A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the tube "kinked" while in use for a vented patient. The tube was placed on (B)(6) 2016 and found to be kinked on (B)(6) 2016 when the suction catheter or the scope would not thread down the endotracheal tube. The patient was extubated and re-intubated with another tube. The second tube that was placed worked fine. The kink appeared to be in the middle of the shaft of the tube between the pilot line. Additional information was received on 25-jul-2016 that stated, "the patient expired after several weeks due to other complications." No additional information provided.